Event description:
It was reported that during an unknown procedure, breaking of plastic at the junction of insert. There was no delay to the surgery. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: (B)(4). Batch # 310a49. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received unfired and the forks were broken off. No functional test was performed due to the condition of the reload. The damage on the reload has consisted of an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.